Event description:
It was reported that during implantation of an impella cp the cannula kinked. Attempts to reposition the pump were unsuccessful. Provider repositioned a couple times and kink remained at same place. The pump was explanted and a new pump was implanted successfully. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of product damage (cannula kink) and positioning issues has been completed. The returned complaint device visually inspected. Cannula kink observed near outlet. No other abnormality observed. Clinical details indicate that impella cp was placed over 0.18 impella wire, after achieving optimal position, 0.018 wire removed, and impella cannula kinked, provider repositioned couple time and kink remained at same place, and from another side mentioned insertion aborted due patient anatomy. Product damage (cannula kink): the cause of product damage cannula kink issue was most likely patient condition related due to patient's short aorta. Positioning issues: the cause of positioning issues was most likely patient condition related due to patient's short aorta. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29207.